Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the insulin pump asks to replace the battery less than 7 days after inserting a new battery. The insulin pump doesn't warn about a low battery. The customer reported also that the insulin pump had a insulin pump error alarm after inserting a new battery. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed self test, sleep current measurement, active current measurement and displacement test. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected low battery alert or power loss alarm during testing or in the device history noted. Found multiple failed battery test alarm found in the device history on the event date of 11/17/2020 at 11:00:17 until 11:24:24. However, no failed battery test alarm during testing. Also found multiple pump error 53 alarms (file number =49 line number=18354) on 11/17/2020 at 11:00:14, 11:24:21 and 11:25:07. No pump error 4 alarm on the event date noted. Device was cut open to perform visual inspection and no component or moisture damage on the electronic assembly noted. In conclusion, pump error 53 noted in the device history (file number =49 line number=18354) suspected to be in the electrical board 2. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with pillowing keypad overlay and cracked select button keypad overlay during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.